Manufacturer narrative:
As reported, post-implant of the 3dmax mesh, the patient is experiencing urinary tract infections. Based on the information available, no conclusions can be made. In regard to the infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in september, 2020. This MDR represents the bard/davol 3dmax mesh (device #2). An additional MDR was submitted to represent the bard/davol 3dmax mesh (device #1). Note, based on the information provided, the date of event is estimated as (B)(6) 2021. Should additional information be provided a supplemental MDR will be submitted. Not returned - remains implanted.

Event description:
As reported, the patient underwent a bilateral inguinal hernia repair procedure on (B)(6) 2021, with the implant of a bard/davol 3dmax left mesh (device #1) and 3dmax right mesh (device #2). It was reported that 3 weeks post implant the patient developed a urinary tract infection (uti). As reported, the patient has had eight urinary tract infections, and has undergone 8 rounds of antibiotic treatment. It was also reported that the uti has not resolved. As reported, the patient has no prior history of uti.